Manufacturer narrative:
Investigation completed 2/24/2017. Method: -DHR review, -trend analysis, - failure analysis. The DHR review was completed for 110-4bt catheter lot 305000332049 and 111e00089045 met all requirements before released to finished goods. Complaint history, model 110-4xxx, from jan-2016 through dec-2016 reviewed; there were 32 other complaints issued with complaint code perf023, and seven of them were confirmed. (B)(4). The catheter was tested and the catheter met specifications. The catheter was connected to test monitor cam02, t1019-1 with the distal end in atmosphere; the monitor displayed icp =-1 mmhg and ict =22c º. The monitor displayed message ¿temperature is out of accuracy range¿ and the alarm was off. Note: the directions for use for cam02 monitor indicates that monitor can measure accurately between 30c º to 42 c º. The cam02 does not list ¿failed catheter¿ code. Service manual cam02 indicates code e2010 that ¿catheter failure¿ could be damaged optical fiber, or damaged camcabl; this code does not listed on the actual cam02 directions for use. ¿failed catheter¿ could not be duplicated. The catheter was tested and met requirements. Conclusion: the reported customer complaint that the monitor displayed ¿failed catheter¿ when connected to the catheter could not be confirmed. The returned catheter was connected to a mpm monitor as well as a cam02 monitor and the reported failure mode could not be replicated. The catheter was tested for functionality and met all functional test criteria. The root cause of the reported customer complaint could not be determined at this time. It is possible that this issue is a result of a damaged cam cable or sensor board, but the cam02 user manual does not instruct the user to evaluate or replace the cable or monitor. The service troubleshooting manual indicates ¿if a problem occurs with several catheters it could indicate a damaged camcabl or damaged sensor board¿.

Manufacturer narrative:
Additional information was received on 01/25/2017. The patient is a (B)(6) male who was underwent catheter placement on (B)(6) 2016 for intracranial pressure monitoring. The device problem occurred at the beginning of insertion and was then removed and replaced. The incident did not cause any delay in the surgery.

Event description:
The 1104b olm intracranial pressure monitoring kit was being used by a facility and it did not work. The customer had placed the device and catheter on a patient with stbi (severe traumatic brain injury) . The first catheter inserted did not work at all and the monitor read "failed catheter." After switching out for a new camino monitor and then new cables, it was finally determined that the actual problem was the catheter. There was no patient injury or death alleged, no revision or medical intervention required and no delay in surgery. Additional information has been requested.